Event description:
Related manufacturer reference number: (B)(4). Patient¿s both leads have migrated but only one lead was determined by x-ray imaging to be too lateral to achieve proper paresthesia coverage. Additional information received indicates that surgical intervention is planned on both the leads to address the issue and to achieve expanded coverage.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that that the patient inexperienced inadequate coverage/therapy due to lead migration following a fall. Lead migration was confirmed via x-ray. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
E1 update: the reporter¿s information was updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2025, wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.